Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. Further information requested (weight) and not available.

Event description:
It was reported patient lost therapy and ipg was unable to be connected to external devices. As a result patient underwent surgical intervention wherein the ipg was replaced and effective therapy was restored.